Manufacturer narrative:
The reported complaint that the lifeband (lot # unknown) was not compressing on the autopulse platform (sn (B)(6) was confirmed during functional testing. Upon reviewing archive data, it was found that the autopulse platform repeatedly displayed user advisory 45 (not at "home" position after power-on/restart) when powering up around the reported event date. The ua45 advisory message was replicated during functional testing. User advisory 45 was triggered because the platform's driveshaft was not in its designated "home" position, most likely attributed to unintended user error. This condition prevents the lifeband from compressing and is typically resolved by manually pulling the lifeband up until it is fully extended, which returns the driveshaft to its "home" position. The autopulse platform failed initial functional testing due to a ua45 advisory message displayed upon powering up. When ua45 advisory happens, the platform wouldn't retract the lifeband to initiate any compressions, confirming the reported complaint. The platform's driveshaft was rotated to its "home" position to address the issue. User advisory is normally a clearable advisory message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse is powered on, a user advisory (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear the ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its "home" position), and then press restart. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that the lifeband (lot # unknown) was not compressing on the autopulse platform (sn (B)(6). The customer stated that they did not receive any additional details regarding the issue, other than the note stating that the band was not compressing. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.